Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed recurring alert codes 61 and 69, characterized as an external flash write error and an algorithm data parity check, resulting in pump malfunction that required device restart and subsequent replacement, with the user reverting to subcutaneous insulin injections as back-up therapy. Symptoms included hyperglycemia to 379 mg/dl lasting about three hours, without loss of consciousness, dka, or other acute complications. Outcomes included temporary interruption of automated insulin delivery and the need for manual insulin administration, without medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.